Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Later, healthcare professional reported, deflation against left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: missing plug strap, creases fold, wear abrasion, opening linear on anterior and brown particles inner fill channel. Leak test and microscopic analysis was performed which identified: striated opening on anterior, white calcification outer device and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Missing plug strap (100%) assessed as inconclusive.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Later, healthcare professional reported, deflation. Healthcare professional additionally reported "hole,non-specific" and "valve delaminated from shell". The device has been explanted and replaced.